Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with dizziness and pre-syncopal symptoms. System evaluation identified noise on the right ventricular (rv) channel which was over sensed on the atrial channel causing pacing inhibition. The patient is dependent in the atrium. The rv channel was programmed to bipolar configuration with automatic gain control (agc) and no further episodes have been reported. No adverse patient effects were reported.